Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection revealed the helix to be partially extended with traces of blood. After cleaning, the helix could be retracted and fully extended by applying torque to the inner coil. The measured full helix extension length was within product specification.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right atrial (ra) lead was repositioned several times due to unsatisfying capture thresholds. After multiple repositioning attempts, the helix of the ra lead was unable to extend. The ra lead was explanted and replaced to resolve the event. The patient was stable.